Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: osseotite® tapered certain® implant 4 x 11.5mm, item #: xifnt411, lot #: unknown. The following information is unknown at the time of this report. Product code: unknown/ device manufacture date: unknown. The reported device has been received for evaluation. Investigation has not begun, however. A supplemental report will be submitted once the investigation has been completed.

Event description:
It is reported that the prosthetic screw fractured. The fractured portion of the screw could not be removed from the implant. The implant was removed.